Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d4 (UDI), g3, h1, h2, h3, h6, h10 reported event was confirmed as visual examination of the returned product identified one of four sides of the cutting feature is cracked/fractured. Material hardness was conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during the anatomic tsa the alliance center post reamer tip was cracked, no harm was done to the patient. The case was slowed down to inspect the alliance center post reamer which caused a delay of 35 minutes. Attempts have been made and there is no further information at this time.